Manufacturer narrative:
Additional information: updated b5 and a1 (patient identifier and gender). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. "There was spinal fusion procedure involved during the event. Patient was present during the event".

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that gantry was physically closed but the pendant still displays the system was open. No further information received.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and unable to reproduce door not closing. System performed as expected on initial checkout. Readjusted covers and confirmed door switches were all engaging. Performed system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.